Event description:
Complainant alleged that while attempting to debrillate a female pt (age & gender unknown) the device displayed a "defib pad short" message and would not discharge. Complainant indicated that the pt subsequently expired.